Event description:
The hcp reported the pt had the drug in the pump changed from morphine to dilaudid with a bridge bolus that was supposed to last 27 hours in 2004. The next 2 days, the pt was experiencing signs of withdrawal including nausea, vomiting, and chest pain. The pt presented to the emergency room and is presently hospitalized. A follow up report will be sent when additional information is received.